Manufacturer narrative:
Catalog number and lot code of other devices listed in this report: catalog: 6570-0-236, description: delta v-40 ceramic head 36/+5: lot: 46223201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Not returned.

Event description:
Patient had infected hip. Doctor washed out hip and changed head and liner.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient had infected hip. Doctor washed out hip and changed head and liner.